Event description:
It was reported that the patient with this advance xp sling experienced limited improvement of continence symptoms. A cystoscopy was performed and identified that the sling was positioned incorrectly across the mid urethra where a "bar" was observed. The sling device remains implanted, and an artificial urinary sphincter (aus) was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis because it remains implanted inside the patient. Therefore, no physical or visual examination of the device could be performed. The information provided states the sling had been malpositioned when implanted. The device being implanted in the wrong position would cause the reported continued incontinence experienced by the patient. The device history record review (DHR) confirmed the device met all material, assembly, and performance specifications. Based on the information available, the most probable cause for the patient's continued incontinence was the device malposition by the original implanting physician.

Event description:
It was reported that the patient with this advance xp sling experienced limited improvement of continence symptoms. A cystoscopy was performed and identified that the sling was positioned incorrectly across the mid urethra where a "bar" was observed. The sling device remains implanted, and an artificial urinary sphincter (aus) was implanted. There were no patient complications reported.